Event description:
The complainant reported that a replacement gastrostomy tube was leaking and was replaced with another replacement gastrostomy tube, which also leaked. The patient had a well-healed stoma. The physician endoscopically placed a peg tube with no report of serious injury or illness. The laboratory testing for the gastrostomy tube confirmed leakage from the feeding port. The tube leakage from the feeding port would be unlikely to result in serious injury or illness should it recur. Because this patient underwent an additional endoscopic procedure, this procedure is considered an intervention to prevent permanent damage.

Manufacturer narrative:
Complaint confirmed because tube leaked from feeding port during testing.